Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 600mg/dl customer current blood glucose was 375mg/dl. The customer experienced symptoms such as nausea, diarrhea. The customer was treated with syringes. Customer had issue with her insulin pump. Customer reports insulin exited at the quick release. Customer stated that the drive support cap was normal. Troubleshooting was performed. The product was not returned for analysis.